Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The patient presented to the facility with in stent restinosis of an unknown stent. Access was obtained via the radial artery. The 90% stenosed target lesion was located in a calcified, moderately tortuous proximal left circumflex artery. The nc quantum apex mr 15mm x 3.50mm balloon catheter was selected and advanced to perform balloon angioplasty on the target lesion. It was inflated once and ruptured near the distal marker at 10 atm. The balloon was removed intact and the procedure was completed with another nc quantum apex mr 15mm x 2.5mm balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by mfg: visual analysis of the returned device revealed that the tip was damaged. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The patient presented to the facility with in stent restenosis of an unknown stent. Access was obtained via the radial artery. The 90% stenosed target lesion was located in a calcified, moderately tortuous proximal left circumflex artery. The nc quantum apex mr 15mm x 3.50mm balloon catheter was selected and advanced to perform balloon angioplasty on the target lesion. It was inflated once and ruptured near the distal marker at 10 atm. The balloon was removed intact and the procedure was completed with another nc quantum apex mr 15mm x 2.5mm balloon. No patient complications were reported and the patient's status is good.